Manufacturer narrative:
Device is used for treatment, not diagnosis. European journal of orthopedic surgery and traumatology (2012) 22:473¿480. Device is an unknown plate, quantity 1. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.

Event description:
Journal article received: dynamic hip screw versus proximal femoral nail for treatment of trochanteric hip fractures: an outcome analyses with a minimum 2 years of follow-up; orcun sahin, huseyin demirors, rahmican akgun, ihsan senturk, ismail cengiz tuncay; european journal of orthopedic surgery and traumatology (2012) 22:473¿480; reported: a study to compare the radiographic and clinical results of the use of synthes devices, the dynamic hip screw and the proximal femoral nail, for the treatment of trochanteric hip fractures. One hundred eighty one patients (89 male and 92 female) with mean age of 77.1 years were treated: group 1: 86 hips treated with the dynamic hip screw and group 2: 98 hips treated with the proximal femoral nail. Mean follow-up was 26.8 months. Group 1 late complication included a (B)(6) year old female with reduction loss three months post-operatively that was seen on x-ray. The authors concluded that, with the shorter operative time period, the proximal femoral nail was a good alternative to the dynamic hip screw since there were no detectable differences regarding early versus late complications, time to union and overall mortality between the two groups. This report is for an unknown plate. This is report 1 of 2 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
This device was used for treatment, not diagnosis.upon further review, this event was considered to be a serious injury. (B)(4)